Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. The technical service representative (tsr) explained the possible causes of the alarm and went over how to clear it. The tsr advised the cg to have the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.